Manufacturer narrative:
No patient information provided as no patient was involved at the time of this event. No parts were received by manufacturer. Event problem and evaluation: on 13-aug-2014, a medtronic representative, following up with the site, reported that replacing the motion solid state relay resolved the reported issue. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the motion bar on the pendant of the imaging system was scrolling and would not proceed past the initializing systems screen. In troubleshooting, system error logs reported a "motion control error, fail e-stop test. The e-stop switch was tested, but no issue was found. Ethernet switch had all lights on. Reloaded x-ray and power control firmware, without resolution. Since there was motor power present (96v) from the controllers before the running through all of the start-up procedures, a shorted solid state relay was suspected to be the cause of the issue. There was no patient present when this issue was identified.